Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited gradually increasing shock impedance measurements that had reached as high as 158 ohms, and lead calcification was the suspected causes. Technical services (ts) recommended commanded shocks. A 41j shock was performed, and the shock impedance measurement was 115 ohms. This rv lead remains in service and will continue to be monitored at this time. It was noted that the patient was due for a device change out for normal battery depletion (nbd) at the time of report, and the procedure was completed successfully. No additional adverse patient effects were reported.